Manufacturer narrative:
The insulin pump was received with e15 alarm during self-test due to faulty component on the mother board. The insulin pump passed the operating currents test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No bolus stop alarm noted. The insulin pump had cracked case at the display window corner, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a bolus stopped alarm. The customer's blood glucose was 134 mg/dl at the time of incident. Troubleshooting did not occur. The insulin pump will be returned for analysis.